Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found external insulation abrasion. As received, a complete lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the outer insulation at the distal portion of the lead which is consistent with friction to another implanted device or feature of the patient anatomy. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found at the distal portion consistent with procedural damage. Di not available as product was manufactured on or before sep 23, 2014.

Event description:
This report is to advise of an event observed during analysis.